Event description:
A family member called to report the following: a female, pt, with history of hypertension underwent pci in 2003. Info gathered from her stent implantation card indicated that the pt had a 2.5x23mm cypher stent implanted in the lad. Four years and nine months post index procedure the pt experienced chest pain and was hospitalized at a hospital. Her primary doctor evaluated her with a "nuclear test" and explained that there was 80% restenosis in the cypher stent implanted in what he described the main artery of the heart. The pt was then transferred to another hospital where the physician determined the CABG was the best treatment and one bypass was performed. The pt was discharged home approx two weeks post CABG surgery. The reporter additionally indicated that the pt lost 11 pounds in a period of 2-3 weeks before the chest pain and CABG event. The pt stated that she is recovering from the surgery favorable. No other issues were reported.

Manufacturer narrative:
Additional investigation is ongoing. Additional info has been requested from the pt's cardiologist. Additional info will be submitted within 30 days of receipt.